Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not generate any energy. Swapped out the cord, the adaptor and power supply and still did not work. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).